Event description:
1st iab was inserted 10/23/96 at 2pm post cor. Bypass 4.5 hrs later blood was noted in tubing, pump alarm w/high gas leakage. Pt returned to or at 6.5pm for removal and replacement. The pump alarmed over the next 18 hrs alarms were then shut off. At 1pm blood noted in tubing iab removed, no further therapy was needed both iabs returning.